Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms. Patient was able to use patient programmer to confirm stimulation was on by noting the lightning bolt in the upper left hand corner. Patient stated they were on program 4 at 1.2 and they wanted to increase stimulation. Patient increased to 1.3, which was comfortable sitting, standing and walking. Patient was aware to decrease stimulation if it became uncomfortable. Patient was going to follow-up with their healthcare provider if the symptoms persisted. Patient reported this was a sudden return of symptoms. No further complications were reported or anticipated.